Event description:
It was reported that there was far-field oversensing. The device was reprogrammed and the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg) (B)(6) 2013; 4968 implantable pacing lead (B)(6) 2012.